Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a vessel dissection occurred. The lesion was located in the tortuous left anterior descending (lad) coronary artery. The lesion was predilated with a 2.5x15mm maverick, which caused the vessel dissection. The lesion was crossed with a 3.0mmx23mm non-bsc stent delivery system to complete the procedure. No further patient injuries or complications were reported. Patient status is listed as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, a similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.